Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-aug-2018 with the following findings: a review of the pump black box showed one pump reboot occurred. A visual inspection of the pump revealed the battery compartment was undamaged. There was corrosion observed inside the battery compartment. A leak test confirmed a battery compartment leak. The returned battery cap had stripped threads and was unable to power on the pump; a test cap was able to power on the pump. During 24 hours testing, the pump emitted a replace battery alarm that would not clear. A leak test failed due to a pump case crack between the lens bezel and case seal. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture residue in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.